Event description:
It was reported that the patient no longer had any hearing sensation through his audio processor. The patient reported that after he had changed the batteries out in his ap, he was no longer able to hear anything. The ap was exchanged but this did not solve the problem. The hearing levels of the patient are unchanged.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.